Event description:
It was reported that the implant inserter will not release the implant once implanted. The implant is then ripped out of the middle phalanx when the surgeon tries to back the inserter out. The surgeon used an alice to screw in the implant. There was a 30 minute surgical delay. There is no adverse consequence to the patient but there is a concern that the implant will fall out and lead to a non-union.

Manufacturer narrative:
The reported event could not be confirmed since the device was not returned for evaluation and no other evidences were provided. Although the complaint device was not returned for evaluation, another unit from the same lot was found in stock and pulled from inventory for inspection. Key dimensional measurements were taken that pertain to the allegation and all were found to be within specification. The test unit was functionally tested in a saw bone. Surgical technique was followed. Pilot hole was made with instruments in kit. Preloaded implant was inserted, rotated clockwise until inserter handle tip was flush with saw bone. Inserter was then removed from the implant without issue as intended. R&d was contacted regarding previous similar complaints. According to their review causes identified could be amount of pressure user was using to rotate implant into the bone. Page 8 of the optech notes while applying pressure, rotate the implant into the intermediate phalanx. (Figure 7) for implant insertion. If the user used too much pressure it could have pushed the implant further into the housing/handle and cause it to wedge inside and become stuck. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If the device is returned or if any additional information is provided, the investigation will be re-assessed.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
It was reported that the implant inserter will not release the implant once implanted. The implant is then ripped out of the middle phalanx when the surgeon tries to back the inserter out. The surgeon used an alice to screw in the implant. There was a 30 minute surgical delay. There is no adverse consequence to the patient but there is a concern that the implant will fall out and lead to a non-union.